Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a thermometer probe. The customer stated that the probe got so hot it melted the probe covers.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.